Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2017. Additional information was received that the reason for the explant procedure was due to the ipg was causing discomfort to the patient and lead migration. The splitters were damaged during the removal procedure and discarded. There was no device malfunction suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no stimulation issue due to lead migration. The patient underwent a revision procedure wherein the lead was replaced per physicians preference.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsc as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.